Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.

Event description:
Profound and permanent neurological injuries [nervous system disorder], paralysis [paralysis], stroke [cerebrovascular accident], neuropathy [neuropathy peripheral], attributed to excess zinc [blood zinc increased], resulting copper depletion [blood copper decreased], other severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream as her denture adhesive of choice and reported the following: paralysis; stroke; neuropathy attributed to excess zinc, resulting in copper depletion; profound and permanent neurological injuries; other severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.